Manufacturer narrative:
(B)(4). This complaint for a report of a leak in a transfer set was confirmed during the sample evaluation. Received one used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to leak. Functionally the set was hand tightened with a (B)(4) lab titanium adapter without difficulty. Set was tested underwater at 8 psi with leak noted from cut/hole 3 5/8 from sleeve in closed position in silicone tubing. No other visual defects were noted.

Event description:
A doctor contacted baxter (B)(4) regarding a leak from the silicone tubing of a transfer set. The product had been in use for 90 days. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The root cause could not be determined.